Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the orders were not crossing. A field service engineer (fse) guided customer shut down the station, and the unseated network cable was from the communications sled and reconnected to the correct port on the back of the station, and the wall network cable was unseated and reseated. The station was then booted, and communication was successfully restored. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication orders were not crossing. The customer indicated that the device appeared offline in remote support service, and medications were not crossing over to the emergency room. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.